Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the rubber seal was damaged. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: the "rubber seal was damaged.'

Manufacturer narrative:
Investigation summary no samples and no photos were returned by the customer in support of this complaint. Therefore, 100 retention samples were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the rubber seal was damaged. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: the "rubber seal was damaged.'